Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the piv tpn tubing was leaking from the access port/y-in port closest to the patient. Drips were noted and a blue cap placed to stop the leak. Bg was wnl. Day rn verbalized to me that when tpn tubing was changed on nights to sequester the tubing for assessment. All bg wnl on patient despite leaking tpn.